Event description:
The customer reported that the device repeatedly fails the pads ECG segment of the user initiated operational check and that replacement of the pads cable and test load did not resolve this issue. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device repeatedly fails the pads ECG segment of the user initiated operational check and that replacement of the pads cable and test load did not resolve this issue. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.